Event description:
Additional information was received on 19jun2025: the procedure could not be performed due to the dissection. The patient will be taken back for treatment in a few weeks' time. Treatment of dissection: the dissection did not require any specific treatment; however, it prevented the procedure from being performed.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the additional information in sections b5, d4, h4 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. History investigation of the product with the involved product code/lot number: no anomaly was found in the manufacturing record and the shipping inspection record. No other similar report from other facilities was found in the past. Cause of occurrence/conclusion: based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. However, since the actual device was not returned and investigation of it could not be performed, it was not possible to identify the cause of occurrence. Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that a dissection occurred due to the microcatheter and guidewire. The microcatheter was not securely held within the 4f catheter during systematic retraction. Additionally, the angulation was insufficiently marked. The urethane had peeled off, and the peeled piece may remain inside the patient's body. The procedure outcome was not reported. The patient was not harmed.

Manufacturer narrative:
D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: n/a at this product code is note exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: telephone number: requested, unknown. G4: 510(k): k955801, k170417. H4: device manufacture date: unknown due to unknown lot number. Since the actual device was not returned, investigation of it could not be performed. History investigation of the product with the involved product code/lot number - since the lot number was unknown, the manufacturing record and the shipping inspection record could not be investigated. - in the past two years, we have not received any similar complaints of the involved products caused by the manufacturing process. (Cause of occurrence/conclusion) since the lot number was unknown, the manufacturing record and the shipping inspection record of the actual device could not be investigated. In addition, since the actual device was not returned and investigation of it could not be performed, it was not possible to clarify the cause of occurrence. Relevant instructions for use (IFU) reference: "if any resistance is felt, the behavior and/or position of the wire's tip seems improper, the wire is kinked, or vessel spasm is suspected, stop manipulating the wire (and the catheter) and determine the cause carefully by fluoroscopy to take suitable remedial actions. Then remove the wire slowly without turning. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).